Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer was hospitalized with blood glucose (bg) over 600 mg/dl and diabetic ketoacidosis. Bg was addressed with a bolus, manual injections, and intravenous insulin drip. A healthcare provider identified the ketone level as dangerous/life threatening. Reportedly, customer reverted to manual injections as alternate insulin therapy. Customer was released from the hospital approximately 24 hours later.